Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed the same day (male patient; over 50 years old and weight is unknown). According to the complainant, the catheter was kinked and the wire would not transition through the tip during the preparation. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Kink.- advance, failure to. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. Based on the event description and evaluation of other devices with the same issue, the cause of the reported malfunction is undetermined. It is likely attributable to be handling damage during preparation. Product unavailable for analysis.